Manufacturer narrative:
Intuitive followed up and obtained additional information. The failure analysis was completed and confirmed dislodged conductor wire. There was no intense collision. Instrument was not inspected for any damage. Surgical staff did not observe any arcing. Patient information is not available.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) was found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. Probable root cause is attributed to the damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during central processing, fenestrated bipolar forceps (fbf) conductor wire was found damaged. There was no report of patient involvement.